Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error when giving a bolus/e70. Customer's blood glucose was unknown mg/dl. The customer reported tha the drive support cap appears normal. Customer was not exposed to high magnetic field. The customer did not report the e70 alarm. The customer reported they were able to complete pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarms were noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.